Event description:
It was reported that during an open right colon resection, on the third firing the staples appeared malformed and the knife did not cut the tissue. A second device was opened to redo the anastomosis. The procedure was delayed by ten ¿ fifteen minutes. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.